Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8 inr. The corresponding lab result reported was 5.4 inr. Treatment was not received as a result of the event. The device was replaced and requested to be returned for evaluation.